Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular episode in the vt 1 zone. This device did not deliver therapy. Boston scientific technical services (ts) was consulted and recommended further evaluation by cardiology. No adverse patient effects were reported. At this time, this device remains in service.